Event description:
Patient fell asleep while smoking with oxygen on, igniting oxygen. Patient sustained grade three inhalation burns and additional partial thickness burns to hands and feet. Soot noted through the mouth and nose, and bilateral corneal abrasions. Patient taken to transferred to (B)(6) burn unit. Patient is currently intubated with ventilator support.